Event description:
It was reported that the rover sparked when it was turned on prior to a procedure. There was no patient involvement and no adverse consequences associated with this event.

Manufacturer narrative:
The field service technician replaced the power cord and returned the unit to service.

Event description:
It was reported that the rover sparked when it was turned on prior to a procedure. There was no patient involvement and no adverse consequences associated with this event.